Manufacturer narrative:
Investigation summary: placement signal issue: the cause of the placement signal issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. The registered nurse reported getting an intermittent psl alarm. Placement signal diastolic was between 20¿s and 40¿s indicating that the patient had not moved and was stable. There had been no other changes in patient status. However, pressors were decreased recently. Motor current remained unchanged from prior to the alarm. An echocardiogram was advised to check the position. The nurse indicated the provider was on their way to do an echocardiogram.